Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: during investigation, the battery cap was not returned with the pump at the time of the investigation. A test cap was used and was able to attach securely to the pump. The original complaint of intermittent power was unable to be duplicated due to a cs 064 alarm. Unrelated to the original complaint, the pump was powered on and emitted a cs 069 call service alarm immediately upon power up. The call service alarm was recorded in the black box data as a cs 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additionally, the battery compartment was found to be cracked. (B)(4).